Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00187. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a pressure sensor auto-zero failure. It was reported that there was no patient involvement at the time the issue was discovered. After observing an error message on the monitor, the customer tried to reboot the device, but the issue remained. The authorized service provider (asp) engineer confirmed the reported issue and replaced the data acquisition (da) board. After replacing the da board, the asp engineer verified that all functionality was restored. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.